Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e006 error could not be reproduced. The following causes have been identified to trigger a e006 error: 1. A tissue build-up on the electrode 2. Elevated contact resistances due to poorly or insufficiently placed contacts on the working element or the connection cable 3. Elevated contact resistances due to defective contacts on the working element or the connection cable. This may happen in particular if the instruments are not connected correctly and the generator is activated. A contact that was damaged in this way must not necessarily cause a failure immediately, but it may gradually degenerate and may trigger the error message described at a later stage. 4. The instrument is inside a gas bubble during activation. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error codes e006 and e486 and the footswitch connector is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error codes e006 and e486. The issue was found during a therapeutic, trans urethral resection of bladder tumour procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.